Manufacturer narrative:
Findings: unit had no button response due to corroded keypad traces. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to no button response. Unit had minor scratched display window, cracked case at display window corner, scratched case, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they are returning their insulin pump for unknown reasons. The patient's blood glucose level was unknown at the time of the call.